Manufacturer narrative:
Correction of data: h6 - health effect - impact code (f) ; reported as 4629 - correct to 4627 claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm6 13.2 implantable collamer lens of -01.50 diopter was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 was explanted due to excessive vault and blurred vision. The cause was not reported.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).